Manufacturer narrative:
The device was not returned to resmed for an evaluation. The customer was instructed to perform a reset of the device which resolved the reported problem. The reportable event occurred outside the us. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error. (B)(4).

Event description:
It was reported to resmed an astral device had a battery charge indicator issue. There was no patient harm or serious injury reported as a result of this incident.